Event description:
The surgeon was frequently using the esu (electrosurgical unit) pencil with a needle electrode during a surgical procedure. The needle electrode's insulation melted and became distorted at the end around the tip of the needle electrode. This occurred with two more needle electrodes of the same model during the procedure. The three electrodes that failed were from three different manufacturer lot numbers.